Event description:
Customer reported that the battery door needs to be replaced.

Manufacturer narrative:
Eval results - eval of the returned product found the battery door is broken off. There is a white substance on the battery door contacts. One battery spring is bent. The unit powers on but failed the custom message recording test and the placing the unit on hold test. Note: the instructions for use state: to open slide battery door open and flip it up. Do not attempt to remove the battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).